Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) was tightened to 40lb at the beginning of the case, but halfway through the case it loosened to 20lb. The surgeon tightened it back to 40lb, but slippage occurred. There was no injury and patient has been reported as stable.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit found no device deficiencies that would have contributed to the reported complaint as slippage could not be duplicated. The torque knob passed all specific functional testing, and when the clamp was properly positioned and put under pressure, it did not slip. Unrelated to the complaint issue, the lock had both rotational and lateral movement and a residue buildup was present. The index knob and the lock will need new components added to replace worn internal parts; unit will need to be machined to have heli-coils added to large starburst threads. By the completion of service, the following components will have been replaced: roundhead screw, adjustment screw, label, screw, nut, washers, o-ring, ball bearings, wave springs and helicoils and general cleaning and maintenance will be performed. Root cause - the complaint is not confirmed. The unit does have lateral and rotational movement in the lock but this would not cause slippage when under pressure. Unit has no history of service and it is recommended a preventative maintenance (pm) service be performed. Probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.